Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. It was noted via transesophageal echocardiography (tee) that the device had a 2mm gap at the time of implant. At the routine 45 day follow-up, computed tomography (CT) imaging revealed that the closure device still did not have a full seal, with a leak of approximately 3mm. The closure device did not appear to have moved since the initial implant procedure and was stable. The physician will continue to monitor the closure device and the patient will continue anticoagulation medication. There were no patient complications reported.